Event description:
It was reported that an unspecified number of syringes 0.5ml 31ga 6mm 10bag 500cs experienced hub separation from the device. Product defect was noted during use. The following information was provided by the initial reporter: material no. 324911 batch no. 9140633 verbatim: consumer reported that the needle hub separated and stayed in the shield, shield was inside of the bag. Also stated that the needle shield was difficult to remove. Date of event: unknown

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 23 july 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9140633. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10

Event description:
It was reported that an unspecified number of syringes 0.5ml 31ga 6mm 10bag 500cs experienced hub separation from the device. Product defect was noted during use. The following information was provided by the initial reporter: material no. 324911 batch no. 9140633. Verbatim: consumer reported that the needle hub separated and stayed in the shield, shield was inside of the bag. Also stated that the needle shield was difficult to remove. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/29/2020. H.6. Investigation: customer returned (3) 1/2cc, 6mm, 31g syringes in an open poly bag from lot # 9140633. Customer states that the needle hub separated and stayed in shield and the needle shield was difficult to remove. All returned syringes were examined and one sample exhibited the hub-needle/shield assembly separated from the barrel. Both remaining syringes exhibited a broken barrel tip. A review of the device history record was completed for batch# 9140633. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Hub separates: root cause: l2l dispatch #68809 was opened for reject eye out of adjustment. Corrective action: verified the reject eye and adjusted the camera. Capa1630423 has been opened to address this issue. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringes 0.5ml 31ga 6mm 10bag 500cs experienced hub separation from the device. Product defect was noted during use. The following information was provided by the initial reporter: material no. 324911 batch no. 9140633. Verbatim: consumer reported that the needle hub separated and stayed in the shield, shield was inside of the bag. Also stated that the needle shield was difficult to remove. Date of event: unknown.